Event description:
On 4/15/92 an ipp device was implanted. On 7/13/92 the cylinders and pump were repositoned. On 11/22/96 the ipp device was removed from the pt due to fluid loss-right cylinder. Another device was implanted.